Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact person :(B)(6) ; phone number - (B)(6).

Event description:
A user facility mandatory medwatch was received that stated: "in evening, rns at patient's bedside doing rn handoff. Noted to have some blood backing up in the line. Chemo still infusing so will keep monitoring. 1 hour later rn checked line. Still with the same amount of blood back up. Chemo still infusing. Approximately 1 hour later, rn called to bedside due to a leak. Paused chemo. Cleaned up connection site. Blood visibly leaking from spinning spiros cap (with blue connector). Some leakage to shirt/blankets. Rn (charge nurse) at bedside and assisted with disconnecting patient from chemo. They calculated the remaining amount and notified the pharmacy and physician assistant (pa) to coordinate bag refill. This device was disposed of as line infusing chemotherapy. The device did not do what it was supposed to do. This is all the information available." The event event occurred in the hospital in the patient's room. There was patient involvement and no human harm.